Event description:
A customer reported a cartridge alarm 29 that occurred during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer had previously reported similar alarms, and as a resolution, technical support arranged to replace the pump.